Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred using multiple cartridges and insulin gauge was inaccurate. Customer reverted to using manual injections for insulin therapy. Customer¿s blood glucose level was 448 mg/dl.